Event description:
The device was returned for sticky pins. Some drag was observed during testing and an internal inspection found the fva pins had some contamination on them. The pins were cleaned as well as the area they sat and another infusion was run successfully. All drag was resolved with cleaning.

Event description:
The following has been reported: pump issues for review: pump problem occurred (B)(6). No patient harm or infusion interruptions. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.